Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00738. This report is being submitted as additional information. Unique identifier (UDI) #: (B)(4). Manufacturer's investigation conclusion: the reported event of no external power alarms while on the mpu could not be confirmed based on the investigation. There were no log files provided for evaluation. It cannot be determined if the v-lock cable shipped with the unit was in use at the time of the event. Heartmate 3 patient handbook (document #109799, rev. D) section 3 - ¿powering the system¿ and heartmate 3 instructions for use (document #109798, rev. F) section 3-"powering the system" outline the proper steps for exchanging power sources. Heartmate 3 patient handbook (document #109799, rev. D) section 5 - ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (document #109798, rev. F) section 7 - ¿alarms and troubleshooting¿ explain all alarms, including no external power alarms, and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (document #109799, rev. D) and heartmate 3 instructions for use (document #109798, rev. F) caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a clinic visit, device interrogation revealed that the system controller back-up battery was in use 122 times during no external power events. It was suspected that the no external power events may have potentially been caused by the mpu power cord coming loose at the mpu ac power cord connection. A new ac locking mpu power cord was issued to the patient. There was no adverse patient impact as a result of this event.